Event description:
It was reported that the patient experienced a change in therapeutic effect with a symptom of acute pain. It was noted that "the pump helped with pain in the beginning of 2005, but since then patient hasn't been getting much relief in the back." The patient was at home with an undetermined status. Patient was thinking about having the pump explanted. It was noted that the patient was being weaned off medication in the pump. The patient did not require hospitalization. A revision of the pump was planned for (B)(6) 2012 as the patient had no benefit from the pump. The device system was used to deliver hydromorphone (dilaudid).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted:; product typ catheter; product ID 8598 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted:; product typ catheter. (B)(4).